Event description:
It was reported that the remote monitoring transmission from the device showed ventricular capture management where several times the measurements were greater than 2.5 volts and some weeks with no checks. It was noted that the thresholds have been stable when checked in the office. The ventricular capture management feature was reprogrammed to monitor since it was not measuring correctly and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.